Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 18 ga 1.3 mm od 32 mm l leaked. The following information was provided by the initial reporter: what has been reported? According to the incident report, a leak is noticed.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked during use. The following information was provided by the initial reporter: what has been reported? According to the incident report, a leak is noticed. 14 september update (based on pir provided): leaking port, with approximately 500 ml leaking blood. No harm to the patient. The product was destroyed immediately. A new venflon pro saefty was inserted.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked during use. The following information was provided by the initial reporter: what has been reported? According to the incident report, a leak is noticed. 14 september update (based on pir provided): leaking port, with approximately 500 ml leaking blood. No harm to the patient. The product was destroyed immediately. A new venflon pro saefty was inserted. E.1. Initial reporter phone#: (B)(6). E.1. Initial reporter zip: (B)(6). E.1. Initial reporter facility: (B)(6). E.1. Initial reporter address 1: (B)(6). E.1. Initial reporter city: (B)(6). E.1. Initial reporter first name: (B)(6). E.1. Initial reporter last name: (B)(6). E.1. Initial reporter email address: (B)(6). H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. CAPA#1379444 was initiated. H3 other text : see h.10.